Manufacturer narrative:
The probable root cause of the protruding fiber is attributed to due to a failure of the adhesive bond that secures the fiber in the tip of the probe. The failure is most likely due to inadequate primer or adhesive application during manufacturing. Root cause of the protruding illumination fiber is attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vision probe instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of protruding fiber to be related to the customer reported complaint. The vision probe was found to have the light fiber to be protruding out of the distal tip. Root cause is not established. One of the two illumination fibers was observed to be protruding from the distal tip. Adhesive was observed to be present on the distal tip the fiber. There is a potential for fragments of adhesive or fiber due to this failure mode as the adhesive bond failed at the distal tip which enter the patient.

Event description:
It was reported during the da vinci assisted surgical procedure, the light on vision probe was coming out of probe. The customer reported event has no report of patient injury.